Event description:
Patient's nurse called in to report that the patient received two therapy shocks. The patient was in dialysis at the time and the physician is currently taking care of the patient. The device event log indicated one episode of tachycardia untreated and one episode of tachycardia treated where two shocks were delivered. The shock delivered episode report was reviewed and the report indicated that the pre-shock rhythm was af/afl that sped up to fall into the vt shock zone. The device determined the presence of a shock-able rhythm based on thresholds set for rate and duration per prescription. The patient failed to cancel the shock by pressing the alert button. There was no serious injury reported. However, an undiverted shock to a conscious patient could result in serious injury.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. The returned device was evaluated and the monitor passed all evaluation tests. Returned therapy cable could not be tested due to shock delivery and gel deployment which confirms that the therapy cable functioned as expected. There was no observed damage and all gel was deployed during the event. Evaluation evidence indicates wcd detected a shockable rhythm inappropriately. Patient was fit and trained prior to initial use, including the use of the heart alert button to cancel the shock. However, patient heard the alert but did not cancel the shock using the wcd heart alert button.